Manufacturer narrative:
Other applicable components are: product ID :309101, lot# 60070048, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to lead (lot# unknown) only. (B)(4) applies to lead (lot# unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was confused about how to use programmer. They didn't remember what to do with programmer and was confused. Patient was also very nervous about messing things up. They thought that they were going for consultation not procedure. Patient mentioned being nervous. They changed therapy sides and patient received cannot provide desired settings message at 5.2. Patient was advised to consult with doctor for more information. Additional information received from a manufacturer representative (rep). Device information is unknown. The troubleshooting/diagnostics performed to resolve the settings not available message was the patient switched sides as the lead migrated. The patient received a therapeutic relief greater than 50%. They had a successful test and was implanted. No further patient complications have been reported as a result of this event.